Manufacturer narrative:
Section h6 health effect - clinical code: "4440 - thrombosis/thrombus" corrected to "4580 - insufficient information". Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed elevations in pump power; however, a direct cause for the elevations could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from (B)(6) 2021 to (B)(6) 2021 and from (B)(6) 2021. The pump operated above the low speed limit for the duration of the log files. The log files recorded isolated power elevations on (B)(6) 2021 that were capture during pulsatility index (pi) events. The log file appeared to show the system operating as intended. The account reported that the patient was having power elevations. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016 on customer order (B)(4). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having power spikes. A log file review was requested. During the analysis of the log file we observed the elevated power and elevated flows that are well above normal parameters. This is usually caused by something building up on the rotor of the pump. A second log file was sent in review for power spikes. There were no unusual events recorded in the log file event history. The mcs equipment is operating as intended.